Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported she noticed a bubbling in the raster towards the end of the treatment. She did not lift the flap and stated this was due to an undiagnosed epithelium dystrophy on patient and was not caused by the laser. Her plan is to wait till vision is stable and bring patient back for photorefractive keratectomy (prk) at a later date. Bandage contact lens (bcl) placed and did not attempt to lift flap.